Event description:
It was reported to boston scientific corporation that an encore 26 inflation device was used during a cystoscopy left retrograde pyelogram, left ureteroscopy, left laser lithotripsy, left stone basket extraction, and placement of 6frx28cm left double j stent procedures was performed on (B)(6), 2014. According to the complainant, during the procedure, inflator dial broke into pieces when the balloon was inflated at 4 atm and weakened the lateral wall of the left ureter. A 6frx28cm left double j stent was placed to treat the injury. The procedure was completed with a different device. The patient had prolonged hospital stay as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4)